Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 333 mg/dl when she woke and that it increased to 455 mg/dl a few hours later. The patient's insulin pump also alarmed no delivery. Her blood glucose soon became 500 mg/dl, which she treated via manual insulin injection. During troubleshooting, a prime was performed successfully. The infusion set cannula was not bent. The insulin pump was not returned for analysis.